Manufacturer narrative:
Additional information was received that lead fracture was suspected due to high impedances. The patient underwent lead replacement procedure and was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not receiving adequate stimulation after a non-device related fall. High impedances were noted on the lead contacts. The patient will undergo lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was not receiving adequate stimulation after a non-device related fall. High impedances were noted on the lead contacts. The patient will undergo lead replacement procedure.